Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: august 18, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on and the lens was cut in half and coated in viscoelastic residue. On haptic was broken and the other haptic was bent and damaged. The lens was cleaned and further inspected, and no further issues were observed. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient was experiencing blurry vision and a film over the left eye (os). The patient was diagnosed with a subluxed lens, and an initial attempt to perform intrascleral haptic fixation (ishf) using a z9002 lens was unsuccessful. Additional information provided on july 28, 2025, indicated that the surgeon subsequently completed the ishf (intrascleral haptic fixation) procedure using an li61ao lens. The film over the left eye was determined to be unrelated to posterior capsular opacification, as the patient had previously undergone yag (yttrium aluminum garnet) laser capsulotomy on (B)(6) 2021. Postoperatively, the patient reported improved vision as early as the first day following the procedure. No further information is available.

Manufacturer narrative:
Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.